Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing spinal decompression/fusion using zero-p va implants. The following complications as per spine tango registry report were: intra-operative general complications: (n=1) pulmonary. Post-operative general complications before discharge: (n=1) kidney / urinary. (N=1) other. Intra-operative surgical complications: (n=2) dural lesion. Post-operative surgical complications before discharge: (n=1) epidural hematoma. (N=2) motor dysfunction. (N=1) recurrent nerve paresis. Postoperative follow-up complications: (n=1) motor dysfunction. Reoperations: (n=2) due to non-union. (N=1) due to adjacent segment pathology. (N=6) unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: patient clinical code added if information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown zero-p construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing spinal decompression/fusion. Failed spinal decompression/fusion has been identified as the reported complication as per spine tango registry report experienced by the following with corresponding intervention: 1 patient had surgical complications - intraoperative adverse events: dural lesion (1). 1 patient had surgical complications - postoperative surgical before discharge: motor dysfunction (1). 3 patients had reoperations at any level due to non-union (2), and unknown (1), while 1 patient had reoperations at the same level due to non-union (1). This is for depuy synthes spine zero-p. This is report 3 of 6 for (B)(4).